Event description:
Customer called from the hospital to report that she had gone to her doctor, and he had determined that her infusion site was infected. She stated that after removing the pod, the site was swollen and red and indicated it looked like an insect bite. She was running a low grade fever of around 99. The doctor diagnosed an infection and administered injected and oral antibiotics. After 2 days, the doctor was not happy with the pt's progress. He admitted pt to the hospital. The pt was hoping to be released, as she had responded to the IV antibiotics. On two days earlier, surgery was done to remove an abscess at the site location. The user did not remember anything different about the pod and/or site when she put the pod on. No further info reported.

Manufacturer narrative:
The DHR and the accompanying certificate of sterilization process were reviewed. No issues relating to sterilization were found. The lot was found to have met all acceptance criteria. No other evaluation is possible. No conclusions possible. The product user guide instructs the user to wash their hands and use aseptic technique to prepare the infusion site before applying the pod. It also instructs them to "check infusion site at least once a day for signs of infection and to insure that the soft cannula is securely in place."